Event description:
Two weeks post-op one occipital screw was found on x-ray to have backed/ pulled out. The patient is under close watch for possible re-operation. As surgical intervention may occur an MDR is being filed to document this event.

Manufacturer narrative:
No difinite conclusions can be made at this time. There is no connection that can be made between the reported events and any shortcoming of the depuy spine products at this time. The summit si occipital fixation system is technique sensitive. Patient selection as well as use of the proper system hardware to build the construct is critical to achieving stable fixation. Screw back out / loosening are listed as possible adverse outcomes in the instructions for use (IFU) supplied with the device.